Event description:
The end user reached sideways to turn fan off that was sitting on the ground when their feet slipped off the footrest and they slid off the chair towards the front. Their arm got caught between the back post and j2 back causing them to hang there for 45 minutes. End user suffered nerve damage. Doctor stated their nerve function might possibly return.